Event description:
During catheter exchange, after positioning the new catheter, the lock on the pigtail fixation wire broke. Making it impossible to use. It is not the first occurrence of a catheter quality deviation, and previous ones were not formally notified. Attached is the image of the identified problem. As a result, it led to an increase in the procedure time in the patient undergoing radio intervention, rework of professionals, and waste of material. Customer internal notification no.: 2023.07.074.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. A review of photos from the customer was performed, found locking tab was broke and the complaint was confirmed. The most probable root causes are final packaging configuration, shipping, unit storage, mishandling by operator, after reaching the customer facility or damage prior to use. No corrective action will be taken at this time. However, this issue has been documented and argon will continue to monitor for this issue in the future.

Event description:
During catheter exchange, after positioning the new catheter, the lock on the pigtail fixation wire broke. Making it impossible to use. It is not the first occurrence of a catheter quality deviation, and previous ones were not formally notified. Attached is the image of the identified problem. As a result, it led to an increase in the procedure time in the patient undergoing radio intervention, rework of professionals, and waste of material. Customer internal notification no.: (B)(4).

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.